Event description:
During an electrophysiology study using a sjm quad catheter, the patient developed asystole and required the implant of a pacemaker. While a sjm quad catheter was being placed in the right atrium, the catheter bumped the av node and the patient developed asystole for a few seconds. An external temporary pacemaker was connected. The next day the patient rec'd a non-sjm permanent pacemaker.